Event description:
It was reported that there was a discrepancy of atrial fibrillation/tachycardia episode duration between the interrogation session and a remote transmission report. It was noted that the discrepancy was because, the manner in which the device stores and reports the episodes during an interrogation differs from how it is reported via the remote monitoring system. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable pacing lead 2013 (B)(6); (B)(4) implantable pacing lead 2013 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.